Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician, (B)(4). (B)(4) no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found full breach insulation degradation at 4.5 cm from the connector pin. The insulation was wrinkled at the same area.

Event description:
This report is to advise of an event observed during analysis.